Manufacturer narrative:
Our field engineer found the switched to be misaligned, he realigned them to resolve the problem.

Event description:
It was reported to us on 8/30/2016 that on (B)(6) 2016 the c-arm had stopped rotating then so the technologist then pressed the buttons 2 more times it continued to rotate causing her to duck out of the way spraining her back. The technologist sought medical attention between the time of the incident and the time she reported it. She was given pain medication and was working.